Event description:
It was reported that two catheters were received in a big round tube-like box and one of the shipping tubes had broken and separated below the red plastic seal. The catheter tubes were wrapped in bubble wrap.

Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The outer round box (shipping box) was also received bent / crushed. The gray tube was broken at the bond site, between the clear adaptor and the gray tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the round outer box, it was found that when the catheter tube was placed to one end of the outer box the break area lined-up with the damage on the outer box. When the catheter was removed from the tube, it was found to be in good condition. The complaint was confirmed and appears to be related to shipping of the product. An investigation is underway to determine the root cause of the shipping damage and implement corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.